Event description:
It was reported the subject device speed button (right arrow) was stuck and can no longer be operated or adjusted. The event was identified during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed, the flow rate control buttons are not working. In addition, the following reportable malfunctions were identified during the device evaluation: power led is not working. A definitive root cause cannot be determined. However, based on the results of the investigation, it is likely the following led to the malfunction: component failure, which is expected or random without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device speed button (right arrow) was stuck and can no longer be operated or adjusted. The event was identified during an unspecified procedure. There were no reports of patient harm.